Event description:
It was reported that a patient implanted with an implantable cardiac defibrillator (ICD) was deceased. The patient died approximately four years post implant of the ICD. The cause of death is unknown and it was reported, it is unknown if the device caused the death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d164awg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.